Manufacturer narrative:
Pump passed the displacement test and pump received with partial broken reservoir tube lip noted.

Event description:
The customer reported via phone call that there was a crack near the reservoir compartment and stops at the screen. The customer¿s blood glucose level was unknown. Troubleshooting was performed and noticed that the reservoir washer was sticking out. The insulin pump will be returned for analysis.